Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 158 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error and the up and down buttons were stuck after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.